Manufacturer narrative:
Product ID: 3387s-40, lot# va1ac8w, implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative (rep) reported that during an all-in-one implant, contact 3 on the lead showed high impedances of around 25,000 ohms on all circuits involving 3. The impedances were normal during the stage 1 mactrostim part of the procedure. This occurred after the intraoperative macrostim and was found during the battery and extension implant of stage 2. The 1 by 4 external neurostimulator (ens) cable was used to test the lead and it was confirmed that the lead was showing high impedances. There were no environmental or external factors that may have led to the issue. The lead was still implanted and the issue was considered resolved. There were no associated symptoms. Additional information received from the rep reported that it was not determined what caused the high impedances at implant, and that the impedances of that contact have stayed the same. It was stated that since the contact with the impedance in question is not the optimal contact for stimulation, no further actions have been taking besides reprogramming on adjacent contacts. Further information from the rep on nov-28 reported that maybe the lead was mis-handles during the retrieval of the end cap during stage 2, but that it is only speculation. The patient is receiving good therapy and contact #3 is not being utilized for programming. The patient¿s indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.